Manufacturer narrative:
The customer did not provide information regarding specific patients. A beckman coulter field service engineer (fse) evaluated the analyzer and found the hemoglobin chamber with white buildup inside the chamber. He replaced chamber to correct the issue. (B)(4).

Event description:
The customer reported hemoglobin blank shift errors were generated when using the unicel dxh 800 coulter cellular analysis system. The customer resolved the hemoglobin blank shift errors with troubleshooting. After resolution of the hemoglobin blank shift errors, the customer identified a shift of 0.6 g/dl in the hemoglobin test results for patient samples and a lower mchc (mean cell hemoglobin concentration). The patient specimens were rerun when h&h (hemoglobin & hematocrit) flags were triggered. (The h & h flag is an operator defined flag indicating the hemoglobin and hematocrit results do not match and further review/action is required.) The erroneous hemoglobin test results were reported out of the laboratory, however, there was no affect on patient treatment. Quality control samples ran before the event were acceptable. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.